Event description:
It was reported that a posey wireless personal pager would beep once and does nothing else. No patient injury reported.

Manufacturer narrative:
Evaluation results: (other) - inspection shows that the transmitter and receiver do not function at a range exceeding 1 foot.